Event description:
Dr reported that a pt experienced swelling and poor bone formation after a sinus lift procedure with pepgen p-15, demineralized freeze dried bone, and another unnamed non-densply product. The pt was treated with antibiotics and it is reasonable to assume that another procedure would be necessary to achieve the desired results.